Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, a fractured solder connection was discovered at high-voltage capacitors c20 and c21. The cause of the fractured solder connections cannot be positively determined but is likely severe mechanical shock from physical impact. The cause of the failed pulse test is the fractured solder connections. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe mechanical design change (see PMA supplement s039) to implementation began on 01/21/2013, based on the availability of parts and materials. Results will be monitored. No adverse event resulted from the defective monitor. The last patient to use this monitor did not report any deficiencies.

Event description:
A review of service data detected a reportable event. During servicing, monitor sn (B)(4) failed a pulse test. The last patient to use this monitor did not report any deficiences.